Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effect of foreign body in patient is listed in the mitraclip instructions for use as a known possible complication associated with the mitraclip procedure. The incident was reviewed by the abbott vascular director of medical affairs. The reviewer indicated that clip entanglement in the chordae was secondary to attempt to get better position. This was an operator maneuver and not a device related complication. All available information was investigated and the user technique appears to have contributed to the reported entrapment of device or device component. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip (60308u120) became caught on the chordae and could not be removed; therefore, the clip was deployed on one leaflet and the chordae in order to remove the delivery system, which is considered medical intervention to remove the device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a posterior leaflet flail and prolapse. The first clip delivery system (cds 60308u120) was advanced to the mitral valve. Grasping was performed without issue; however, a better position was needed; therefore, the leaflets were released and the clip was inverted, but became stuck on the chordae. Troubleshooting was performed for 45 minutes, but the clip could not be retracted from the left ventricle. The decision was made to deploy the clip on the anterior leaflet and the posterior chordae. The mr remained at 4+, and no damage was noted. The second cds (60426u120) was advanced to the left atrium; however, while steering with the m-knob, the cds would steer in the opposite direction. The cds was removed and replaced. A third cds was used without issue. Two clips were implanted, reducing the mr to 3. The patient was clinically stable post procedure and there was no clinically significant delay in the procedure. No additional information was provided.